Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were two approved temporary deviation notices (dns) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility reported that an external dialyzer blood leak occurred towards the end of a patient¿s hemodialysis (hd) treatment. The machine did not produce an alarm. A small stream of blood was noted leaking from the top of the dialyzer. Specifically, the leak was coming from the header, and running down the body of the device. Clear fluid, which appeared to be dialysate, was leaking from the bottom header cap of the device. No cracks or irregularities were observed on the dialyzer. A baxter machine was being utilized with baxter bloodlines. The treatment was immediately stopped, and the patient¿s blood was not returned. Blood loss due to the leak itself was minimal. The patient¿s total estimated blood loss (ebl) was 250 ml. Blood cultures were taken and the patient was administered a prophylactic dose of unspecified antibiotics. The results of the blood culture came back negative. It was confirmed the patient did not experience any discomfort or adverse effects. The patient¿s treatment was not restarted. Since there were only four to five minutes remaining in the patient's treatment when the leak was noticed, the treatment was ended. It was confirmed the sample was available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an external dialyzer blood leak occurred towards the end of a patient¿s hemodialysis (hd) treatment. The machine did not produce an alarm. A small stream of blood was noted leaking from the top of the dialyzer. Specifically, the leak was coming from the header, and running down the body of the device. Clear fluid, which appeared to be dialysate, was leaking from the bottom header cap of the device. No cracks or irregularities were observed on the dialyzer. A baxter machine was being utilized with baxter bloodlines. The treatment was immediately stopped, and the patient¿s blood was not returned. Blood loss due to the leak itself was minimal. The patient¿s total estimated blood loss (ebl) was 250 ml. Blood cultures were taken and the patient was administered a prophylactic dose of unspecified antibiotics. The results of the blood culture came back negative. It was confirmed the patient did not experience any discomfort or adverse effects. The patient¿s treatment was not restarted. Since there were only four to five minutes remaining in the patient's treatment when the leak was noticed, the treatment was ended. It was confirmed the sample was available to be returned for manufacturer evaluation.